Event description:
The patient came in for a shoulder arthroplasty. While trying to place locking screws the drill bit broke in the anterior hole and it could not be retrieved. Two drill bits were used in the case and the staff was not sure which size broke. The patient suffered no injury.